Manufacturer narrative:
(B)(4). Batch #: v9437c. Additional information was requested and the following was obtained: was the handle broken? No. Did the active titanium blade break off? Yes, pieces were retrieved, no patient adverse reported. Did the white tissue pad break off? No. Is the white tissue pad completely missing from the clamp arm of the device? No. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a myomectomy the surgeon was using a harh36 and the device broke. The surgery was delayed for an unknown amount of time but it was completed successfully. There were no patient consequences.